Event description:
Provider states right brake is not holding properly. Lever releases very easily. Incident occurred in (B)(6). No injury.

Manufacturer narrative:
(B)(4). Model tdxsp, serial number/date code (B)(4) is approximately 1 year, 3 months old. The owner's manual part number 1143190, rev.k(mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The malfunction has not been confirmed. Please note any further information received will be filed in a supplemental report.